Event description:
Information was received indicating that an extra dose and the next morning dose of levodopa/carbidoapa using a smiths medical cadd-legacy duodopa ambulatory infusion pump were "accidentally" administered. Per reporter, no additional information is available regarding the event. No adverse patient effects were reported.